Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The root cause of the system error 2240 alarm was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line), which occurred on the homechoice (hc) last night during dwell 2. The home patient (hp) discarded the cassette and bags from last night. The hp stated she spoke with the peritoneal dialysis nurse today and the nurse instructed the hp to call baxter. The hp had ended therapy and performed a manual drain. No patient injury or medical intervention was reported at the time of the initial report. Product surveillance spoke to the peritoneal dialysis (pd) nurse. The pd nurse stated the hp brought the homechoice device to the clinic and asked her to fix it. The pd nurse instructed the hp to contact baxter regarding the system error 2240 alarm. Per the pd nurse, there was no patient injury or medical intervention. The pd nurse did not know the cause of the alarm. The hp is continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.